Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the patients arm was jolting when using the rf wand. Surgeon and staff noted sometimes having to hold the arm down. The surgeon continued to use the device as it not constantly happened but the arm kept jolting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 27-may-2025 it was further reported that different settings (5&1 and 7&1) were tried and did not make too much difference with the spasms. In regards to near muscle the surgeon could not see a pattern with the spasms as they were infrequent.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.